Manufacturer narrative:
The event date was approximated to (B)(6) 2017, since it was reported that the mesh eroded into the vagina 6 weeks after implantation. Tga device incident report reference no. (B)(4); submitted to tga (therapeutic goods administration) by a patient. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii halo system was implanted during a procedure performed on (B)(6) 2016. According to the complainant, six weeks post procedure, the sling eroded into the patient's vagina. On (B)(6) 2017, the patient underwent the first revision surgery, and then on (B)(6) 2017, she had her second revision surgery. Currently, the patient is still in pain and she mentioned that the device made no difference on her incontinence. Reportedly, the patient did not give the informed consent and further surgeon did not carry out any preliminaries. It was found that the above surgery was not recommended after the recent preliminaries have been carried out.